Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative performed a visual inspection to the reported smart cable and confirmed that the metal shielding around the hdmi connector was missing and the hdmi connector's pins were bent. Due to the damage found to the cable, the verathon technical service representative was unable to connect the customer's cable to any verathon test equipment and test the cable further for the reported image issue. The verathon technical service representative was unable to confirm nor deny the reported image issue due to the damage found to the glidescope core smart cable. Upon completion of the evaluation the glidescope core smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the cable. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, when they went to intubate the patient the image cut out. It was reported that the cable connector is damaged preventing it from staying securely connected to the video laryngoscope blade. No delay in the procedure, use of a backup device, or harm to the patient was reported.